Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right atrial (ra) lead exhibited noise oversensing causing pacing inhibition. No intervention was performed. The patient was in stable condition.